Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the keyboard connector on the microprocessing unit (mpu) was compromised structurally. It was noted that sensor 7 had an overheat issue within the logs. The programmer was not able to be tested due to the defective keyboard connector and due to lack of parts the device will be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer keyboard was damaged. The programmer status of the programmer is unknown. There was no patient involvement. It was further reported that the programmer was returned and it subsequently tested out of specification during manufacturer's analysis.